Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) died coincident with peritoneal dialysis therapy. The cause of death is unknown. It was unknown if the patient was hospitalized prior to death. Therapy was ongoing until the patient died. The patient was not performing therapy at the time of death. It was unknown if an autopsy was performed. No additional information available.